Event description:
Rn noted fluid in buretrol had not decreased, despite the pump display which showed infusion. No alarms noted. Rate 20ml/hr fluid total parenteral nutrition with dextrose 15 in water. Pt was noted to be slightly dehydrated with weight loss and electrolyte change after incident.